Event description:
Rptr purchased ab energizer in 1/02 and it quit working seven days later. Rptr wrote letter to MFR the end of january and has not received response. Rptr did have tiny red burn-like marks on skin where the device "shocked me". Marks did not need treatment.